Event description:
It was reported that pump housing around usb port was damaged from normal wear and tear, causing screws to no longer hold surrounding plastic in place and preventing pump from being reliably watertight or charged, though pump had not shut down and no low power or shutdown alerts had occurred. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put pump into storage mode, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return damaged pump using prepaid label after technical support arranged shipment of replacement pump under warranty.